Event description:
After insertion of vps 22g, when the stylet was removed, the safety feature (the helmet) did not cover the needle tip properly as shown in the picture.

Manufacturer narrative:
As no sample was returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety22ga 0.9mm od 25mm l safety mechanism does not fully cover needle after insertion of vps 22g, when the stylet was removed, the safety feature (the helmet) did not cover the needle tip properly as shown in the picture.